Event description:
Defective powerboard. Device history record was reviewed, no event linked to the reported issue was observed. Device log was no provided so no review could be performed. Additional information from service engineer confirmed that they were unable to switch on the device once plugged in. Also the ""power input indicator"" would not light. The board was sent to brézins for further investigation. The part was tested on a demo device and issue was reproduced. The board worked on battery but would not operate on the mains when it was plugged in. Test on the secondary transformer was carried out and found that there was no output. The root cause of this failure is probably due to a weakness of a power block component.

Event description:
Defective power board.